Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of the insulin pump were hard to use. The customer¿s blood glucose was unknown. The customer stated that the screen was hard to see and customer went through batteries a lot. The customer stated that the insulin pump was not in great shape. The insulin pump was not been connecting well to meters, customer even got a new meter. The insulin pump will not be returned for analysis.